Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel encoder card was evaluated and replaced. The associated power supply was also evaluated. The system was tested and found to be working as intended and returned to service.